Event description:
Caller reported a power source alert, which was identified as alert 07. There was no reported adverse impact to the customer's blood glucose level. The caller was using a third-party wall adapter instead of a tandem wall adaptor, which initially led to the issue. After attempting to resolve the problem by leaving the adapter plugged in for 30 minutes, the pump began charging, and no further assistance was required.